Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 date of event was not provided; hence the first date of the month is captured.

Event description:
An event involved a medfusion 4000 syringe infusion pump where it was reported that during infusion the pump experienced a system failure and cracked screen. This is a high-priority alarm which could result in interruption of therapy. There was patient involvement, and no patient harm.

Manufacturer narrative:
D4: updated. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. A review of the event history log (ehl) identified entries indicating that the motor was not running. No repair history was found within the previous 12 months. Visual inspection of the device revealed no abnormalities. Functional testing was performed and confirmed the occurrence of the "motor not running" condition, which was also documented in the alarm history. The left and right clutches, clutch spring, worm gear, worm coupling, and motor were replaced during servicing. Based on the evaluation findings, the probable cause of the issue was determined to be wear of the clutch components. Following repair, the device successfully passed all functional testing.